Manufacturer narrative:
(B)(4).methods: films. Results: inherent risk of procedure (occlusion); patient¿s condition affected effectiveness of device (small and calcified distal aorta); insufficient information; cause is unknown. Conclusions: known inherent risk of a procedure (occlusion); device failure related to patient condition (small and calcified distal aorta).

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum aneurysm diameter was 52 mm. The proximal aortic neck was 18 - 21 mm in diameter, and 25 mm long. The right iliac artery was 9 - 10 mm in diameter, and the left iliac artery was 9 mm in diameter. The femoral arteries were 7 mm in diameter. There was mild thrombus and calcification in the aorta and iliac arteries. It was reported that the implant was successful and the final angiogram looked good; however, the 30 day follow-up CT showed evidence of thrombosis within the stent graft near the contralateral gate. The limbs were patent and the patient was asymptomatic. The patient was admitted to the hospital, treated medically (thrombolysis), and discharged home. Approximately 2 months post-implant the patient presented with complaints of cold and numbness in the right leg. The right limb of the stent graft was believed to be occluded. The likely cause of the thrombosis was not reported. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant showed a 5cm max diameter aaa which contained thrombus. The proximal neck diameter was 16 x 18mm below the renals, with thrombus and calcification. The distal aortic diameter was 15 x 16mm and calcified. The iliac diameters were 9-10mm, with mild calcification and mild tortuosity. Images 1-month post-implant showed the stent graft positioned just below the renals; the proximal stent graft od was 19mm. The ipsi limb and extension were placed into the right common iliac. The contra limb crossed the ipsi limb in the distal sac before landing in the left common iliac. There is minimal thrombus seen within the contra gate of the bifurcate just below the flow divider (the flow lumen diameter is 9mm) and minimal thrombus is also seen in the ipsilateral extension. There is minor stent graft compression seen within the distal aorta (9mm minimum flow lumen). The aaa max diameter is 4.8cm. An angio study shows the same thrombus in the gate and ipsi extension. Cta's on 2 months post-implant do not show any thrombus, no endoleak, and similar in-vivo stent graft configuration as previous studies. The max aaa diameter is 5cm. The cause of the thrombus is uncertain; the small residual ID within the gate and small <(>&<)> calcified distal aorta may have contributed.

Event description:
Additional information was received. The occlusion 2 months post-operative was not in the stent graft. The occlusion was in the po pliteal artery, in an area below any prior angiograph or CT imaging. A surgical thrombectomy was performed. The physician believes part of the previous thrombosis within the stent graft must have broken off, embolized in the popliteal artery, and propagated into an occlusion over time.